Event description:
Customer reported that while pipetting on summit, low or no color development was noticed in positive control positions a5 and a6 on three different microwell plates. No error was generated by the summit. No death or serious injury was associated with this incident.